Event description:
A doctor called to report that the customer was hospitalized for hyperglycemia, with a blood glucose of 550 mg/dl, and wanted to make sure the insulin pump was working properly. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the high pressure test could not be conducted as the doctor had another patient to assist. Advised that the insulin pump was functioning properly based on the troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.